Event description:
Five days after percutaneous coronary intervention (pci) with two cypher stents, the patient complained of chest pain during the hospitalization. Coronary angiography revealed thrombus from the proximal edge of the 1st cypher to inside the distal end of the 2nd cypher stent. To treat the thrombus, aspiration was conducted. Then, poba with quantum maverick (2.5/12mm) at 20atm for 20sec and hiryu (3.0/10mm) at 20atm for 20 sec were conducted. The patient was discharged from the hospital 22 days later. The physician commented that the possible cause of the thrombotic event was that the both stents were under-dilated, because of the calcified lesion. Elective pci was performed on a de novo lesion from the left main, proximal lad to mid lad of 43mm in length in a 3.0mm vessel diameter at a bifurcation. The (type c) concentric lesion was calcified. The lesion was pre-dilated with a 2.5x12mm balloon at 16atm for 30sec at the mid to proximal lad. Then a 2.5x28mm cypher was implanted at 20atm for 20sec at left main to proximal lad, proximal to the 1st cypher and overlapping it. Post-dilation was conducted with a 2.5x12mm balloon at 26atm for 20sec, for three times. Ivus was conducted, the residual % of stenosis was 0%. Timi flow before the procedure was 1, after the procedure was 3. Act was measured and the measured value was 319. Pre-procedure medications included, aspirin 100 mg/day and clopidogrel sulfate 75 mg/day. Intra-procedure medications included, heparin 8000 units, aspirin and clopidogrel sulfate. Post-procedure medications included, aspirin 100g/day and clopidogrel sulfate 75mg/day.

Manufacturer narrative:
To treat the thrombus, aspiration and balloon angioplasty was conducted. Past medical history that may have increased this patient's risk for mace includes unstable angina pectoris, hypertension, abnormality of lipid metabolism and diabetes mellitus. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length and contraindicated in lesions in the bifurcated area. The lesion was pre-dilated before a 2.5x28mm cypher stent was deployed in the mid to proximal lad. Then a 2.5x28mm cypher was implanted in the left mian proximal lad, proximal to and overlapping the 1st cypher. Post-dilation was conducted for three times. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Thrombotic events are a known potential adverse event following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions and diabetes mellitus. Calcified lesions are a common cause of stent under expansion, which significantly increases the subsequent risk on in-stent restenosis and is a predictor of late-stent thrombosis. Review of the information provided suggests that there are patient factors (specifically diabetes), vessel/lesion factors (calcified and long lesion) and procedural factors that may have contributed to this patient's thrombotic event. This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. This is also one of two devices associated with the reported event that were submitted under manufacturing report number 9616099-2009-01073.